Manufacturer narrative:
Per the patient, early morning on monday (B)(6)2017, he woke up with excruciating pain in left eye. The patient sought medical attention and he was diagnosed with a serious corneal abrasion. A contact lens was placed on the patient's left eye and the patient was treated with antibiotic eye drops. The patient was still experiencing pain and blurred vision in left eye. The patient also informed resmed that the protective cloth in the mask headgear was deteriorating and over time the cloth stretched and flops over. Per the patient, the cloth injured his eye. Resmed has requested for the mask system to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. The swift fx for her user guide cautions that, ¿if any visible deterioration of a system component is apparent (cracking, crazing, tears or cushion damage), the component should be discarded and replaced.¿ the user guide also states to ¿discontinue using this mask if you have any adverse reaction to the use of the mask, and consult your physician or sleep therapist¿. (B)(4)

Event description:
It was reported to resmed that a patient experienced a corneal abrasion while using a nasal swift fx mask.